Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-05576. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During the procedure, it was noted that the rotawire was unable to advance into the burr and the device broke. The procedure was completed with another burr. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus 1.50mm device. The advancer unit and burr unit were received together. The advancer knob was returned locked in a backward position. Visual examination showed that the handshake connections were connected when received. Microscopic examination revealed that the coil was kinked at the end of the handshake connection of the burr unit. No damage or irregularities to the shaft of the device and to the annulus or burr. Functional testing was completed with .009¿ rotawire as the rotawire used in the event was not returned. The rotawire was inserted through the burr and advanced through the burr catheter but stopped at the kink in the coil and would not advance past the kink. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2016-05576. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During the procedure, it was noted that the rotawire was unable to advance into the burr and the device broke. The procedure was completed with another burr. No patient complications reported.